Manufacturer narrative:
Date of event - aware date of 10aug2022 used as event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. On an unknown date, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unknown timepoint, a thrombus was discovered attached to the closure device. No further information is available at this time.